Event description:
Healthcare professional (hcp) reported a home pt (hp) had a leak located at the twist clamp of their transfer set. Per hcp the leak was noted during used by the hp. Per hcp, hp develped peritonitis on 8/5/97 and was treated with antibotics. (Dosage unk)